Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 9.509 mg/day) and bupivacaine (20 mg/ml at 7.607 mg/day) via an implantable infusion pump. It was reported that the pocket was infected after a recent pump and catheter replacement. The pump and catheter were explanted. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Event description:
Additional information was received from the patient¿s friend/family member regarding the event. Per the reporter, the patient was hospitalized for 6 days following the implant. When the patient came home, a nurse came to the house to take care of him and mentioned they thought the incision looked red. Two to three days later, the patient had a massive infection and was leaking puss everywhere. After the removal, the patient was without a pump to allow his body to heal. Per the reporter, he had IV (intravenous) antibiotics and had blood clots because of the PICC (peripherally inserted central catheter) line.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed fluid path / pump reservoir access issues due to residue found during or after internal decontamination. (B)(4). If information is provided in the future, a supplemental report will be issued.